Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that after a terumo bct service representative repaired their trima machine, he discarded the needle used during the saline run into the biohazard bag instead of the sharps container, and did not engage the needle guard. When the operator was removing the biohazard bag, she got poked by the needle. The biohazard bag contained bloody intact disposables. Per the customer's procedures, they followed the protocol for a dirty needle stick. Infectious disease testing was done, with follow-up testing planned for 3, 6 and 12 months. The operator was healthy at the time of the needle stick and all baseline testing was negative. The customer declined to provide the patient (operator) ID, age or weight. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction, in the form of service rep error, that would likely cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was unavailable for return and analysis, so the engagement of the needleguard could not be evaluated. There have been no other reports of needle guard issues or needlesticks on this disposable lot. Root cause: a definitive root cause could not be determined as the disposable set was not returned. Based on the information from the customer and the trend review of this disposable lot,it is likely that the needle was not fully engaged in the needle guard when it was placed in the biohazard waste. Correction: the service representative was made aware of this issue and retrained on the correct use of the needle guard and sharps protection. The customer applied bright stickers with the words "no sharps" on their biohazard containers.